Manufacturer narrative:
This patient presented for emergent treatment due to unstable angina pectoris. Pci was being performed de novo lesion in the mid left anterior descending artery of 15mm in length in a 3.5mm in diameter. The (b2) eccentric lesion also had thrombus present. Aspiration was conducted and direct stenting was performed with a 3.5 x 18mm cypher stent at 16 atmospheres (atm). Post-dilation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure. Act was not measured. Intra-procedure medications included aspirin, ticlopidine hydrochloride hydrochloride 200mg/day and heparin 5,000 units. Approximately 12 hours hours after the procedure, the patient complained of chest pain. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) were conducted. The physician commented that the possible cause of the thrombotic event was because thrombus remained after the procedure. Please not that this device, (cjs18350, lot no. I0107101) is not distributed in the united states. However, it is similar to the us distributed. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
Twelve hours after the procedure, the patient complained of chest pain. Angiography revealed thrombus within the implanted cypher stent.